Event description:
Healthcare professional reported that approximately 3 hours post implant, the pt was sent back to the operating room because the valve was functioning intermittently (stop and go every 4-6 beats). The valve was rotated 20 degrees and is functioning properly. The valve remains implanted and therefore, will not be returned for evaluation.